Event description:
Allegedly, patient was revised due to aseptic loosening femur/aseptic loosening tibia. Revision njr number: (B)(4). Side: r . Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Additional information received on 04/12/2022 please void the following report.